Event description:
On (B)(6), 2015, (B)(6), was made aware of a possible adverse event that occurred to a patient of appearance care center. Patient reportedly sustained burns post treatment with ultrashape treatment. Patient (B)(6), is a (B)(6) female, caucasian patient. It was patient's second session during which she was treated on the lower abdomen for circumference reduction. Patient had 19.1 bmi and fat thickness measuring 3 inches on the treated area. Vdf transducer was used, strapping was done and parker's ultrasonic gel was administered during treatment. Treatment provider stated the patient did not express any unusual complaints during the treatment. Post treatment, the patient was given nitromed, antibiotic ointment, warm compress as part of ongoing injury care. 3cm2 area appears complete dermalplexes compromised. Surround area of 4x15 cm appeared as erythema and epidermolysis. Photos from the day of the treatment show injury moderate in severity. Photo of the transducer membrane shows compromised surface (unsmooth).

Manufacturer narrative:
It was found that ultrashape system was within specifications according to upon arrival testing. Service was able to perform a user set up for a treatment with no problems. Upon reviewing all available information, the most probably root cause is unknown at this time. Currently, no faults were found with ultrashape system or treatment protocol. Further investigation will be conducted to determine the technical status of the transducer.